Event description:
The customer noticed a small clear leak (possibly isoton contaminated with blood) on the front of the coulter lh 750 hematology analyzer. The fluid was contained within the instrument. The origin of the leak was unknown to the customer. Customer quality control results were out of range at the time of the event. The instrument was not generating any associated instrument flags. The healthcare worker interfacing with the machine was wearing personal protective equipment which included a laboratory coat, eye protection and gloves. There was no exposure to healthcare worker uncovered wounds or mucous membranes and no injury was reported. No personnel sought any medical attention in association with this event. Patient samples generated during the timeframe of this event were regarded as correct. No patient results were affected by this event. No death or injury was associated with this event. There was an exposure plan in place at the facility.

Manufacturer narrative:
Service was dispatched to the site to address this event. The field service engineer (fse) isolated the leak to a pinhole in the small tubing to the flow cell. The fse replaced the tubing and verified the instrument operation. Upon completion of the necessary repairs, the instrument was returned back into operation. The cause of the event was a hole in the sample tubing. No discrepant results were generated for this event however this specific failure mode may cause erroneous patient results to be generated upon recur. (B)(4).